Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row two pocket two lighted up but did not open keeps on failing. A field service engineer (fse) attempted to open pocket 2.2 but the entire row failed which indicated requirement of inverter refrigerator ac control board (irac) board. The fse tried to reboot refrigerator and station, but the issue persisted. The unit was dismantled and inspected, although the irac board appeared physically intact, it was not functioning correctly for the middle bin, causing the unit to lock up while waiting for unregistered bin movement. The irac controller was replaced with a new board, all settings were duplicated from the original, and the unit was rebooted. Network addressing was then verified on the refrigerator's details screen, and once the ethernet information for the controllers was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the drawer had failed and could not be recovered. The customer reported that all recovery steps had been performed; however, the system continued to display a message indicating that maintenance and technical support were required. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.